Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and mildly tortuous right common iliac artery (cia). The sterling monorail 7.0mm x 40mm balloon catheter was advanced to the lesion and the balloon ruptured at 10atms, on the first inflation. The procedure was completed successfully with a different device. There were no reported pt injuries or complications. The pt's status was reported as "good."